Manufacturer narrative:
Revision occurred after 3 months due to infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision was a total explant of fx product due to infection. 32/10 system stem, 24 mm + 3 baseplate, 32 mm glenosphere, 32 mm + 3 standard humeral cup, and 5 screws explanted. These were replaced with an antibiotic spacer.